Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced syncope and had an unresponsiveness rate with heart rates in the 25-30s beats per minute (bpm) with an external pacing system in use at the time of the transmission. Review of the remote monitoring transmission showed the implantable cardioverter defibrillator (ICD) had a programmed lower rate of 60 bpm. In addition, the right atrial (ra) lead exhibited oversensing. The ICD and lead remain in use. No further patient complications have been reported as a result of this event.